Event description:
Received updated information stating the occlusion that was previously reported, has been updated to no occlusion.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.9 cm in diameter saccular abdominal aortic aneurysm was reported with an infra-renal angle of 38 degrees. Proximal aorta was 33 mm in diameter and 27 mm in length. Distal aorta was 30 mm in diameter. Right iliac artery was 11 mm in diameter and the left iliac artery was 9 mm in diameter. The right and left aortic iliacs were mildly tortuous. The stent grafts were implanted on the right side with the planned femoral to femoral by-pass to the left side without issue. It was reported that during routine follow-up, the CT without contrast discovered the left iliac artery had occluded. The investigator indicated that this was previously seen, and not a new clinical event. The physician will monitor the patient. No additional clinical sequelae were reported. This device is not marketed in the united states however it is similar to a device that is marketed it the united states.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Results: inherent risk of procedure (occlusion). (Unknown cause or location of the occlusion). Conclusion: (unknown cause or location of the occlusion).